Event description:
It was reported that the pulse generator of an asymptomatic patient exhibited backup operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.